Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown bme-bone staple/unknown lot number. (B)(4). Original implant date is unknown, sometime around 2 years ago. Device is not expected to be returned for manufacturer review/investigation. (B)(4): a nonunion was identified with the implanted staples and a revision was required to removed and replaced. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with an unknown bme staple about 2 years ago. The patient underwent a four corner fusion revision surgery on (B)(6) 2017 due to a non-union. The patient was implanted with one staple on both his right and left side. The right side healed with no issue but on the left side the patient experienced a scaphoid non-union. The staple was removed intact without surgical delay or any additional medical intervention. Two new staples were implanted. The surgery was successfully completed with no patient harm. The staple will not be returned. No additional information available. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.